Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 251 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. At the time of the report, a blood glucose of 333 mg/dl was documented. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was received with a cracked display window corner, cracked battery tube threads, a cracked reservoir tube, a broken reservoir tube lip, and minor scratches on the display window.